Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13d07010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) found a leak in the patient line of an automated peritoneal dialysis (apd) cassette during use, while they were connected. There was fluid on the hp's bed. The hp traced the patient line and found a very small pinhole. The hp stated that it was a very small pinhole but the hp could see fluid squirting out onto the bed. The hp was given prophylactic antibiotics. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.